Event description:
It was reported that the physician decided to remove to left ventricular (lv) lead due to the need for a better position. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, all conductors were distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, and there was apparent explant damage.